Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a hysterectomy procedure the active blade broke in two parts during use. The surgeon could collect the piece. It seems that there was no metal contact before. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed. A probable cause of the device to stop activating and display an instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.